Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly. Visual inspection was performed and cracked sensor neck was observed. The cause of the cracked sensor neck is likely attributed to shipment of the used sensor back to adc for investigation. Sensor state 5 is an indication of normal sensor termination, therefore the cracked sensor neck observed during investigation occurred post-wear. In addition, the passing of all tests during the investigation indicates that the cracked sensor neck did not impact the sensor's ability to still generate an accurate glucose reading. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. Therefore, issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Section d4 (serial number) was updated from (B)(6) due to transcription error. D4 (expiration date) updated from 5/31/2024 to 12/31/2023. H4 (device mfg date) updated from 1/26/2023 to 1/20/2023. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the adc device. The customer reported they received an unspecified high sensor scan result compared to capillary reading from the built-in meter and experienced a seizure, requiring treatment of donut and glucagon injection provided by spouse. There was no report of death or permanent impairment associated with this event. A sensor reading of 12.7 mmol/l was compared to built-in meter result of 2 mmol/l, the results, when plotted on a parkes error grid, fell into the 'd' zone showing the difference in values to be clinically significant.

Manufacturer narrative:
The product has been requested back for an investigation. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the adc device. The customer reported they received an unspecified high sensor scan result compared to capillary reading from the built-in meter and experienced a seizure, requiring treatment of donut and glucagon injection provided by spouse. There was no report of death or permanent impairment associated with this event. A sensor reading of 12.7 mmol/l was compared to built-in meter result of 2 mmol/l, the results, when plotted on a parkes error grid, fell into the 'd' zone showing the difference in values to be clinically significant.